Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced asystole when the lead cables were disconnected from the a nalyzer and attempted to be connected to the implantable pulse generator (ipg). The ipg was attempted/not used and replaced . No further patient complications have been reported as a result of this event.